Manufacturer narrative:
Customer return pump for alleged pump error 43 & pump error 130 & exposed to moisture & cosmetic damage located at an unspecified area and was found on (B)(6) 2022. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self-test. No anomalies/alerts/alarms noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 43 occurred on (B)(6) 2022 04:39 pm -- 07:38 pm on event date in history file. Pump error 130 was found on event date on (B)(6) 2022 04:30 pm --04:40 pm in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack, motor, force sensor. Unable to perform motor test due to moisture damage on the motor pins. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, broken belt clip rails, cracked case (battery tube). Pump error 43 is confirmed due to being found in history files and traces and moisture damage to the motor. Pump error 130 is not confirmed. Exposed to moisture is confirmed at the electronic stack and force sensor and motor. Cosmetic damage is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump errors 130 and 43 and noticed a crack on the back of the pump while it was exposed to moisture. No harm requiring medical intervention was reported. The pump passed a self-test after some troubleshooting. The customer will discontinue using the device, and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.